Event description:
Procedure type: colectomy. According to the reporter: the surgeon performed a colectomy due to cancer on (B)(6) 2011. On (B)(6) 2011, he had to bring the patient back to the operating room because the anastomosis failed. He indicated he used only the purple tri-staple to perform the anastomosis during the initial procedure. The tissue (failed anastomosis) was removed from the patient and a new anastomosis was created.

Manufacturer narrative:
(B)(4).